Manufacturer narrative:
No product will be returned for eval.

Event description:
Patient reported having elevated blood glucose over the last week up to 30 mmol/l (540 mgldl). The pt would administer a bolus to counteract her elevated blood glucose, but the pt stated that it would take up to half a day before her blood glucose would come down. The pt reported getting red raised skin at her site. The pt's normal reading is 7.0 mmol/l (126 mg/dl). The patient reported symptoms of feeling lethargic, thirsty and frequent urination with her elevated blood glucose. The pt received a follow-up phone call and she stated that her blood glucose level was fine. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for eval.